Event description:
A patient, five years after a cufftack device was implanted, experienced "painful clicking," in the shoulder. The surgeon removed the device and no other adverse affects were reported.